Event description:
It was reported that a patient enrolled in the mom taper study underwent a total right hip arthroplasty on (B)(6) 2001 and a total left hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent a right hip revision on (B)(6) 2003 due to a loose femoral component and pain. The modular head and femoral component were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-04624 / 04626).